Event description:
When trying to cauterize area in colon - it did not blanch the area - after multiple checks of machine, etc, we replaced with new gold probe and it worked. Second gold probe 7fr. In 2 weeks that did not work correctly.